Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (ipg) 2008 (B)(6); 5034 implantable pacing lead 1999 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead had low p waves and intermittent undersensing. The p waves were lower after a device change. The sensitivity was reprogrammed and the lead was left in use with intermittent undersensing. No patient complications have been reported as a result of this event.